Event description:
The article, "transcatheter patent arterial duct closure in premature infants: a new technique to ease access to the patent arterial duct, with particular benefit for the tricuspid valve", was reviewed. This research article is a prospective multicenter experience to describe the technique that's being used since may 2019, to report the results with a particular focus on tricuspid leaks and to analyze the potential mechanisms of tricuspid lesion development with previous methods. Amplatzer piccolo occluder, amplatzer torqvue lp delivery system, pilot guidewire (abbott), judkins catheter(cordis), spartoacore wire (abbott) and progreate microcatheter (terumo) were associated with the study. The article concluded that closure of patent ductus arteriosus (pda) is a safe alternative to surgical ligation in premature babies. This literature described a technical adaptation, using a microcatheter to avoid tricuspid valve damage during right heart catheterization to reach the arterial duct, which also eases atraumatic placement of the torqvue lp delivery system. The primary and correspondence author of the article is mathilde meot, centre de référence malformations cardiaques congénitales complexes¿m3c, hôpital necker enfants malades, 75015 paris, france with the corresponding email: meotmathilde@gmail.com.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
As reported in a research article, 94 patients prior to may of 2019 underwent patent ductus arteriosus closure; amplatzer piccolo occluder, amplatzer torqvue lp delivery system, pilot guidewire (abbott), judkins catheter(cordis), spartoacore wire (abbott) and progreate microcatheter (terumo) were associated with the study. It was reported that seven patients experienced chordae rupture, one patient experienced perforation of the anterior leaflet, and three of the eight patient's had moderate to severe regurgitation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.